Event description:
It was reported that this device was exhibiting premature battery depletion, which was observed during the most recent device check. The battery longevity was indicating 1.5 years remaining; however, previously the device showed 5 years remaining. It was indicated that the electrical parameters were normal, and that the patient is pacemaker dependent. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device currently remains implanted, but is expected to be explanted and returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported that during a routine follow up, the physician observed premature battery depletion. The battery longevity was indicating 1.5 years remaining. During a previous device check in march 2019, the device was showing 5 years remaining. It was indicated that the electrical parameters were ok, and also that the patient is pm dependent. Technical services was contacted, and reviewed disk analysis. The premature depletion was confirmed, and replacement was recommended. No further updates have been received at this time, and the device currently remains implanted. No adverse effects to the patient were reported.